Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) to report that the patient¿s onetouch ultra meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on (B)(6) 2017. The patient manages his diabetes by self-adjusting her insulin doses and the reporter denied that the patient made any changes to his usual diabetes management routine in response to the alleged issue. The reporter detailed that the patient developed a symptom of ¿shaking¿ one day after the alleged issue occurred and denied that the patient received any medical intervention. During the call the cca noted that it was not the first time the meter was being used and there was no apparent misuse of the device. The patient had been using the correct test strips and during troubleshooting, when a test strip was inserted, the meter powered on as expected. The meter also powered on during troubleshooting when the power button was pressed. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.